Event description:
It was reported that one month post lens implant, the doctor noted capsular contraction with striae in capsular bag. A yag procedure was performed and the pt is reportedly seeing well. This report refers to the patient's right eye. Additional info has been requested, but no additional info has been received. Reference MDR# 1313525-2015-01965 for the lens implanted in the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.